Event description:
It was reported that during a da vinci s surgical procedure, the system was not recognizing the permanent cautery spatula instrument, and no pieces fell into patient. The planned surgical procedure was completed with a replacement instrument. No patient harm, adverse outcome of injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering conducted performance test and found they could not replicate the customer reported recognition issue. One ear of the distal clevis was broken off and the conductor cap was missing. The size of the missing ear piece is roughly .280" by .215". The ceramic sleeve is cracked, but does not have any missing pieces. The location and appearance of the damage indicates that it was most likely due to mishandling or misuse. Engineering also observed that the distal end of the main tube has a few deep scratches with material removed. The location and appearance of the damage indicates that it was most likely caused by instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.